Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h7 shoulda have been marked "other" and contain "correction" and section h9 should have contained "1627487/06/02/2017/001-c" in additional report 1. This correction is reflected in this additional report 2.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The report of ¿unable to connect to ipg¿ was confirmed. Analysis of the returned ipg found it was in service application state due to a stuck processor. After recovery, normal bonding between the ipg and clinician programmer was observed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. During review of the ipg logs it was found that the device had multiple processor (msp) resets on june 13, 2023. Patient stated they have not undergone any other eligible surgery since implant date.